Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and the customer was advised to perform the reset independently.